Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment. The anesthesia control board was replaced.

Event description:
The hospital reported the unit had a system failure during power-up. There was no reported patient involvement.